Event description:
Customer called to report issues with the reservoir. Customer stated that the insulin pump is telling her it has reached the maximum field, but she did not see any drops coming out. Customer reported air bubbles in the reservoir of the insulin pump. Troubleshooting was discontinued because the customer stated that the air bubbles were champagne size. Customer was not advised to change the infusion set because she was in the process of putting in a new infusion set and only had champagne size bubbles in the reservoir. These were pushed out into tubing. She did fixed prime and air bubbles were no longer visible. Customer finished set change. Customer's blood glucose reading was 140 mg/dl. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.